Manufacturer narrative:
Updated fields: b4, g3, g4, g7, g8, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b6, b7, d5, g1(contact person), h6(clinical code).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that the touch screen and main display were having issues with off flashes and lines. To fix the issue he replaced the display and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) medical ctr.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had lines across the screen. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involved, however, there was no adverse event reported.